Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 02-012-39-2030 - logic tibia fin tray cem sz 2f/3t (B)(6).

Event description:
It was reported that this female patient's left knee was revised approximately 13 years 4 months post op. Patient complained of pain. Loose femur, recalled poly and patella. Patient was last known to be in stable condition following the event. Product not returning: chain of command due to recall

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain over 13 years of implantation. However, this cannot be confirmed as the device was not returned for investigation and pre-revision x-rays were inconclusive. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. The radiograph suggests that the medial aspect of the knee was under higher in-vivo loading that may correspond to medial wear or instability of the knee. However, prosthesis wear of the tibial insert and patella could not be confirmed due to insufficient views of the polyethylene in the provided image and the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.